Manufacturer narrative:
UDI-UDI not available as product was manufactured on or before 9/23/2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a right ventricular lead extraction procedure. Prior to procedure, intermittent noise was noted on the right ventricular lead that was found on noise reversions and high ventricular rate (hvr) episodes. Noise was not reproducible at the time of explant. No patient symptoms have been noted due to the noise. The lead was explanted and replaced. The procedure was uncomplicated. The patient was asymptomatic before, during, and after the procedure and was discharged the same day.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion that breached the insulation consistent with friction to another device at 33.1 cm to 34.0 cm and at 35.7 cm to 37.0 cm from the distal tip. Electrical testing did not find any indication of conductor fractures. The distal portion was shorted due to coil and insulation damage that was consistent with procedural damage. The cause of the reported event was due to the external insulation abrasion that breached the insulation consistent with friction to another device.